Event description:
It was reported that the right ventricular (rv) lead exhibited a loss of capture likely due an intermittent short on the rv lead. This information was presented via remote transmission to the clinic upon submitting pulse generator data. The rv lead was capped and replaced as a result. No additional adverse patient effects were reported. This rv lead is no longer in service. Due to the limited information received, further follow-up to obtain related details was not possible.

Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.